Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) compliant number (B)(4), reason for original complaint - asr revision bi-lateral, asr xl acetabular system, reason(s) for revision: unknown. Update - identified hip side, system, which products go with which hip, separated the surgery and revision dates and reason for revision taken from claimsuite dated. Right, resurfacing, reason(s) for revision: pain. Bi-lateral patient for left side (B)(4).

Manufacturer narrative:
New etq record created in order to update etq (legacy system) compliant number dint (B)(4), reason for original complaint - asr revision bi-lateral asr xl acetabular system reason(s) for revision: unknown. Update - identified hip side, system, which products go with which hip, seperated the surgery and revision dates and reason for revision taken from claimsuite dated right resurfacing reason(s) for revision: pain bi-lateral patient for left side see com (B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.